Event description:
Complainant's husband had a medtronic pacemaker installed in 2000 and had recently died. According to complainant, although cause of death was not documented to be attributed to the pacemaker, she alleges that the medical examiner on the case told her that perhaps the pacemaker malfunctioned and that complainant should hold on to device. Complainant described that just prior to husband's death, the device appeared to have had some difficulties when it was being tested over the telephone by their health care provider. According to complainant, the device was tested three times over the phone and according to the report, the capture was questionable in post magnet. Complainant said she contacted medtronic after husband's death to have the device tested and reportedly was told that they only make device, they do no testing. Complainant has had additional contact with medtronic with no follow-up performed by firm.